Event description:
The customer reported the system would fluoro for a few seconds, then display a communication error and stop working. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and cleaned and reseated circuit boards. System operates as intended.